Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is thus based on the analysis of the ICD itself as well as the documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of an ICD malfunction.

Event description:
Device explanted due to eri. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.